Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of the implantable cardiac monitor (icm), there was a lot of noise on the electrocardiogram (ECG). It was noted that the noise disappeared with a clear signal on the ECG after the "delete data" button was pressed. The icm remains in use. No patient complications have been reported as a result of this event.